Event description:
Caller states patient tested 186 mg/dl on the inform system and 14 mg/dl on lab value within 10 minutes. Patient was treated with 5 ampoules of glucose based on lab value of 14 mg/dl. Patient later tested 353 mg/dl on lab value (timeframe between results was not provided). No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).